Event description:
A pump alarm was reported during operation, identified as alarm 30, but it did not adversely impact the customer's blood glucose level. Technical support assisted the customer with loading a new cartridge; however, the alarm recurred, preventing successful insulin therapy resumption. As a resolution, technical support arranged a pump replacement and provided instructions for returning the faulty pump. The customer was informed of using multiple daily injections as a backup therapy and received guidance on storage mode for the pump, which they acknowledged.